Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred during basal delivery. Customer reportedly changed supplies to address occlusions alarms, and resumed insulin delivery. Customer reported blood glucose level was within target range.